Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Use error caused or contributed to event.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The initial plan was to implant a trunk-ipsilateral leg (rlt231412/14138957) and a contralateral leg (plc231000j/14334240) in the left side of the patient and another contralateral leg (plc201200j/14233695) in the right side. It was reported that the rlt231412 was successfully implanted at the intended site. A guidewire was then inserted from the right femoral artery for the cannulation of the contralateral gate. The guidewire was reportedly inserted into the ipsilateral leg of the trunk, instead of the contralateral gate. The physician did not realize it, so following the deployment of the plc231000j on the ipsilateral side, the plc201200j was reportedly inserted into the ipsilateral leg and deployed parallel to the plc231000j. It was reported that the physician did not use the c-arm image to confirm the device appositions. The physician thought and "endoleak" was coming from the junction of the ipsilateral leg and the plc231000j and performed touch-up ballooning at the junction. As touch-up ballooning was performed on the ipsilateral leg, the loss of blood flow in the contralateral side was observed, and as ballooning was performed on the contralateral side, the loss of blood flow on the ipsilateral side was observed. The physician thought that the devices were compressed by each other around the terminal aorta, although it was because the two contralateral legs were deployed the ipsilateral leg. (The patient reportedly had a narrow terminal aorta. 21mmx12mm) a metalic stent was implanted in the each leg. The blood flow to the both limbs were restored. However, the "endoleak" persisted. The physician could not identify the cause. Therefore, the procedure was concluded with the persisting "endoleak". On an unknown date, follow-up CT scan confirmed that plc201200j was connected to the ipsilateral leg of the rlt231412. On (B)(6) 2016, the gore® excluder® aaa endoprostheses were explanted and the vascular graft replacement was performed.